Event description:
It was reported that patient presented in clinic for normal follow up. During a manual capacitor maintenance, the device would begin to charge, then terminate with an alert message for a potential ventricular episode. The test was repeated multiple times with the same results. It was noted that wide qrs oversensing was observed during the charge initialization. Programming changes were made and a successful capacitor maintenance was performed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.